Manufacturer narrative:
The ventilator was evaluated and the customer reported condition was not duplicated. The ventilator passed self-testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a oxygen sensor malfunction. Although requested, patient involvement information was not provided by the customer.

Manufacturer narrative:
Event description and updated patient involvement per information received on 2017-jun-14. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an oxygen sensor that was not working. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and was unable to duplicate the reported condition. The unit passed all testing and operates within the manufacturing specifications.